Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tube of the subject device was separated at 360mm from the distal end. The separated position was the junction of the tube. Other defect related to the reported event was not found. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. *it was difficult to withdraw the subject device from the bile duct since the subject device was caught in between the forceps elevator and calculus. *the tube was stretched and separated from the junction, since a larger load than durability strength of the product was applied due to forcibly withdrawal. The above device handling has warned in the instruction manual as follows. *if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. *when using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The user dilated the balloon catheter in order to remove the calculus. When the user was pulling the balloon from the duct, the sheath of the balloon had snapped and part of the balloon sheath was inside the scope and the other half of the balloon was still inside the patient's duct. All fragments were retrieved. The intended procedure was completed with another device. There was no patient injury reported. The user reported that it was a difficult patient because there were multiple big calculuses and the user needed more force than normal to extract the balloon.